Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. A replacement main printed circuit board assembly (pcba) was replaced and ran user verification test on the device. The device passed all tests and performed as per manufacturing specifications.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault". The customer reported that there was no patient involvement.